Event description:
It was reported that during a npwt for mediastinitis, the development of large bowel perforation was confirmed. Second operation was conducted. The surgeon was not sure if there was a relation between npwt treatment and the large bowel perforation.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).